Event description:
It was reported that during preventive maintenance, the device had a worn reciprocation arm; worn screws, motor issue and damaged cable. During product evaluation, it was found that the motor speeds were not stable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in netherlands. Review of the most recent repair record determined the motor speeds were not stable, the cable was damaged (no exposed metal wiring), and the reciprocating arm and screws were worn. The motor, plug harness, reciprocating arm, and screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.